Event description:
Patient was revised to address painful loosening of the cup. Update: (B)(6) 2013 - it was determined that cup loosening was not the true reason for the revision. Rather, it was disassociation of the liner from the cup, and the cup remains implanted. Therefore, the liner is being added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned liner finds nothing outward to suggest product error. The acetabular cup associated with this event remains implanted. Review of the device history records did not reveal any related manufacturing deviations or anomalies. There has been no trend of pinnacle metal liners disassociating from pinnacle acetabular cups. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.